Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient hard alarm tones and the right ventricular lead had low impedance. The svc (superior vena cava) coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.